Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. It was determined that the loss of connection was related to the mobile application. It was indicated that the patient was using an unsupported operating system, which is off-label usage of the device. Data was received but is pending evaluation. A follow up report a follow-up will be submitted upon completion of data investigation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation, the complete data log was not available during the investigation window. The reported event for loss of connection could not be determined . The root cause could not be determined.